Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, access was made at the right common iliac through a conduit. When the retroflex 3 delivery system was being advanced a calcium disruption occurred as the delivery system was coming out of the sheath. This was noted at the level of the aortic arch. The delivery system was pulled back to the descending aorta; the calcium stayed in the aortic arch. At this point the patient had received 200cc of contrast and there was concern for the patient's kidney function. The 26mm sapien valve was deployed in the abdominal aorta above the diaphragm and the case was cancelled. The patient is currently doing well; no issue with the abdominal wall and his creatinine level is normal. This patient had abnormal kidney function prior to the case and bad arteries. The patient will be re-scheduled for a transapical tavr procedure. Per additional information received, during this case there was concern about the patient's kidney function and the amount of contrast dye load. There were a number of images taken to ensure there were no perforations or dissections. The physician team felt the patient had reached the upper dye limit considering his kidney disease. To have continued with the procedure would have significantly increased the dye load. In addition, the unstable mobile calcium posed additional risks for this patient. The only area in the patient's peripheral vasculature area that met the minimum requirements for a large valve was high in the right common iliac. It measured just over 8mm. The conduit was attached only a few millimeters below the bifurcation of the common iliacs from the descending aorta.

Manufacturer narrative:
The delivery device was not returned for evaluation, however, per report, there was no device malfunction. The lot number for the device was not available, thus a device history record (DHR) review of the effected delivery device could not be performed. An atheroma is a collection of cellular debris, inflammatory cells, and cholesterol that can accumulate along the walls of the blood vessel, and can vary in size; if large enough, it can obstruct blood flow. There may be cases where a patient has a protruding atheroma in the aorta prior to the procedure. It is possible for one of the interventional devices used during the thv procedure to disrupt an atheroma, resulting in a mobile plaque. Per the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. Included in the IFU, under contraindications, are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. In this case, following disruption of the calcium, the sapien valve was deployed in the abdominal aorta above the diaphragm and the case was cancelled. There was no reports of distal ischemia or infarct, and additional intervention was not necessary. There was no allegation of device malfunction, and imaging is not available for review. With the information available, the exact cause for this event cannot be determined, however it is possible that patient factors (aortic calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.